Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ping meter displayed an error 6 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014 at 10am. The patient does not manage his diabetes with oral medication or insulin. According to the csr¿s documentation, the patient continued with his usual diabetes management routine in response to the alleged issue and subsequently about 5 hours later, the patient reportedly developed a ¿belly ache¿. The patient, however, denied receiving any form of medical intervention after the alleged issue occurred. At the time of troubleshooting, the csr verified the patient was not using the meter for the first time. The alleged meter issue remains unresolved. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.